Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex. The 2.0 x 12 mm mini trek balloon catheter was advanced to the lesion; however, when pressurized, the balloon would not inflate. The balloon catheter was removed. Outside the anatomy, the balloon was pressurized again, and a leak was noted around the distal marker of the balloon. It was noted that the balloon was prepped prior to use and the air was completely removed from the balloon prior to the attempt to inflate at the lesion. A new balloon catheter was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek noted contrast in the balloon and on the shaft, which is consistent with preparation for use and handling. There was no blood visible. The balloon was loosely folded, which is consistent with inflation attempt. The indeflator used during the procedure was not returned. A new indeflator filled with water was used in an attempt to inflate the balloon to rated burst pressure (rbp); however, there was fluid observed leaking from a pinhole in the balloon above the distal balloon marker, thus confirming the complaint. The scanning electron microscopy (sem) lab analysis, revealed that the balloon rupture may have been attributed to mechanical damage to the outer surface. The results also revealed that the leak was found at a distal marker impression on the outer surface of the balloon, outside of a balloon fold. Damage was found at the leak edges and proximal to the leak. Additionally, an area of peeled balloon material was noted on the outer surface adjacent to the leak. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and / or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. To help ensure this type of damage is not the result of a manufacturing deficiency, all balloon catheters are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all balloon catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rbp and balloon integrity prior to release. Based on the nature of the issue, this incident is a potential product deficiency; therefore, manufacturing was notified to further investigate. An investigation was performed which indicated that based on the manufacturing records review and returned product analysis, there is no indication of a product deficiency. In this case, there was no report of any leak noted during preparation prior to use, which may suggest that the rupture was not present prior to the procedure. It is possible that the balloon material was damaged during interactions with accessory devices and/or the reported 90% stenosed lesion, such that the balloon ruptured during the inflation attempt; however this could not be confirmed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.